Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a reoccurring insulin flow block alarm. Customer stated that they had not tried different set or cannula lengths. Customer stated that the insulin was not being reused, mixed, or an insulin expired or denatured and they had rotated their sites. Customer stated that they avoided inserting into scarred tissue areas. Customer stated that the tubing was neither bent nor kinked. Customer also stated that they have tried all recommended troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=clear.on (B)(6) 2021 customer called in with the following concern: insulin flow block alarm during bolus.p-cap locked in place properly during testing. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complain call. The adapt tool reveals that from (B)(6) 2021 at 14:37:43 hour trough (B)(6) 2021 at 17:40:00 hour a total of 220 no delivery alarms were recorded. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspections of connectors and electronic stack. No moisture damage or anomalies noted during visual inspection. Force sensor zero offset within specification. Device may have had an intermittent failure not detected during our testing. Device also received with cracked case(battery tube), cracked battery tube threads and missing display window cover. In conclusion customer concerns were confirm utilizing download history to confirm multiple no delivery alarms.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.